Manufacturer narrative:
On february 22, 2017, we received medwatch uf/importer report (B)(4), regarding an incident that occurred on (B)(6) 2017. One of the implicated rapid infusers, s/n (B)(4), was returned for evaluation on february 28, 2017. The device was tested using our standard operating procedures; however, we were unable to confirm the complaint. The unit performed according to our specifications upon receipt. The other implicated rapid infuser s/n (B)(4), manufactured in february 2015, was not returned for evaluation.

Event description:
The patient went into surgery for a liver transplant at 10 pm on (B)(6) 2017. As part of this procedure, the hospital staff used a belmont rapid infuser to transfuse blood. (Infuser 1) the infuser was plugged into a power strip. It was not plugged directly into "a grounded, 3-prong, 20 amp, ac receptacle", as required by the device's instructions for use. According to the hospital, at approximately 12 am, the patient reportedly began losing pressure and bleeding. In response, the hospital staff increased the transfusion rate to 500 ml (infuser 1). At 1:07 am the patient went into cardiac arrest. At the same time, the power in the operating room tripped and the rapid infuser went into battery mode, dropping the infusion rate to 50 ml. The operating room staff attempted to switch the infuser with another belmont rapid infuser (infuser 2), but the second infuser did not power up, indicating that the hospital ac power was not present. The hospital obtained a third belmont rapid infuser (infuser 3), which did power up with ac-power, but the device was no longer needed as the patient was declared dead at 1:25 am. The serial numbers for both infusers 1 and 2 are included in this form. The hospital could not identify which of the units was used first, but the site did provide serial numbers for both.